Manufacturer narrative:
No imaging was provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. No devices were returned for evaluation. The valve remains implanted in the patient. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the aortic dissection is unknown; however, patient factors (vessel tortuosity around the dissection) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry, an aortic dissection was observed by echo at the end of transfemoral tavr procedure with 23 mm sapien 3 valve. Anti-hypertensive therapy was performed. Afterward, a stent-graft was implant. On post-operative day 58, the patient outcome was determined as ¿improving¿. The aortic dissection was observed in the descending aorta. As per medical opinion, the patient's factor of the vessel tortuosity highly likely contributed to the event. There was vessel tortuosity around the dissection.